Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) was isolated to the rear response button cable being pulled out from the j1005 connector on the ca board. The cause of the non-functional response buttons is the unplugged flex pcb cable. The root cause of the pulled cable cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to physical issue.